Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "at 15:30 on (B)(6) 2025, when the temporary dialysis catheter was inserted by left femoral vein puncture at the bedside, due to the dilator too soft, it was difficult to expand the skin, which led to the swg kinked and affected the catheter placement, so they changed a new one, and the catheter placement was successful. Involved 1 pc."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "at 15:30 on (B)(6) 2025, when the temporary dialysis catheter was inserted by left femoral vein puncture at the bedside, due to the dilator too soft, it was difficult to expand the skin, which led to the swg kinked and affected the catheter placement, so they changed a new one, and the catheter placement was successful. Involved 1 pc.".